Event description:
It was reported that during interrogation of the implantable pulse generator (ipg), a warning window popped up instructed that the data in the device should be saved. It was determined that the ipg had a flipped bit in the memory creating a power on reset. The ipg was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk file (B)(4) partial reset counter of three, the firmware reason headecimal (hex) of 0000 and 7008, the write data (wd) reason hex of 41 and 20, reset wd reason of dclk edges, wdto status and clock stop status, reset fw reason as incorrect programmable parameters checksum detected, between (B)(4) 2010.